Manufacturer narrative:
A correlation between the report of gastrointestinal bleeding and the device could not be conclusively determined. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with bloody stool and was admitted on (B)(6) 2016 for a gastrointestinal (gi) bleed. The patient's hemoglobin and hematocrit (h/h) were checked by the implanting center, but the results were not provided. The patient's anticoagulation regimen included coumadin and aspirin. The patient was hospitalized for several days and was treated with octreotide. The patient's inr goal was adjusted to 1.5-2.0. On (B)(6) 2016, the patient was discharged home with no further signs or symptoms of gi bleeding.